Event description:
It was reported that the patient went to he hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was replaced. Upon explant, a crack was identified in the pump connector. The cause for the connector crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of a mechanical anomaly was confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the pump kink resistant tubing (krt) revealed fatigue and wear down to the filament. A leak was present in the krt junction. The pump was also found to be contaminated and therefore could not be functionally tested. This leak was the most probable cause of the reported mechanical anomaly, as the device would not be functional after the system fluid was lost. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital due to the device not working properly. Two weeks later, a surgical procedure was performed in which the pump was replaced. Upon explant, a crack was identified in the pump connector. The cause for the connector crack was not detailed by the facility. Following the intervention, the patient was stable and improved.